Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, beckman coulter warehouse in (B)(6) reported that they received a cartridge of aspartate aminotransferase reagent that leaked from the bottom seam. No exposure or injury was reported. It was decided that an MDR should be filed because the reagent contains material of animal origin that may be potentially infectious, and upon recur, serious injury could occur.